Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows abrasion marks around the inner tip of the outer tube. The most likely cause of this failure is attributed to user error, per dfu-0215-eo rev 1 section f- precautions- 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry).

Event description:
On 9/12/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400obe burr had an issue during an unspecified procedure on (B)(6) 2023. The burr appeared to devastate/destroy upon contact with the bone, causing debris to be visible to the arthroscope. The burr did not break, only its teeth shed debris. The device was discarded by the facility. This occurred during use with no patient harm. Additional information has been requested. On 9/22/2023, the arthrex subsidiary employee provided the following information via email: this occurred during a knee arthroscopy procedure. The burr was no longer needed after the roughing. The debris was complicated to collect since they were very fine pieces. It was hoped that after vacuuming, most of those tiny pieces that looked like dust were removed. Dualwave outflow tubing was not used, and there was a constant, uninterrupted flow of irrigation through the device during its use. The procedure was completed successfully. There was a case delay of approximately 5 minutes reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.